Manufacturer narrative:
(B)(4) radiology product analysis received and examined the returned syringe, lot number 140318, and confirmed the presence of a particulate in the fluid path that was composed of a nesting of fibers. The particle was detected in the barrel of the syringe and measure 1.5 mm in length by 1.5 mm in width. The composition of the material indicated that the particulate could potentially fragment while under pressures typically generated during an injection. Therefore, due to possible fragmentation, the potential of injection into the patient exists. Our investigation determined that the particulate noted in the syringe was introduced during the manufacturing process and was not detected upon receipt of the syringe from the supplier. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Event description:
The site reported the following: after opening the mr syringe kit and on preparation of the syringe injection, a foreign body was seen in the barrel of the syringe.